Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance. X-ray was performed and revealed the lead was not completely plugged in to the header. The lead was successfully reconnected on 7 feb 2024. The patient was in stable condition.